Event description:
Procedure: colectomy end to end anastomosis. According to the reporter: during the case malformed stapling occurred. Bleeding under 200cc. Resection of tissue was done to remove the device. Another device was used to complete the case.

Manufacturer narrative:
(B)(4).